Manufacturer narrative:
Updated b5 describe event or problem, c2 d10 concomitant product or therapy, d4 model number, lot number, catalog number, expiration date, unique identifier, e1 initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address, initial reporter city, initial reporter zip, initial reporter phone, e2 health professional, e3 occupation, g2 report source, and h6 device codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended due to fluid loss from the reservoir. A hole was identified in the reservour. The ipp was replaced, and there were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. The ipp was replaced, and there were no patient complications reported.